Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery depleted alarm condition and failed to charge the battery. There was no harm or injury reported. During the evaluation the customer's complaint was confirmed. The device's internal battery failed to charge. The ac power was not being supplied due to the ac power cord being damaged. The device's ac power cord was replaced to address the issue.